Manufacturer narrative:
Section d1: corrected. Manufacturer's investigation conclusion: the reported event of difficulty connecting to the black connector of the mobile power unit could not confirmed through this evaluation. It was reported the patient had difficulty connecting to the black connection of mobile power unit (mpu) serial # (B)(6). The difficulty connecting issue led to the replacement of the mpu with a loaner mpu. No further issue was reported thereafter. The hospital will not be returning the suspected mpu for analysis or repair. A root cause of the difficulty connecting issue could not be determined. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. Inspect the power module patient cable or mobile power unit patient cable, used to connect the system controller to the power module or the mobile power unit, for damage or wear. Ensure that the cable is not kinked, split, cut, cracked, or frayed. Do not use the power module patient cable or the mobile power unit patient cable if it shows signs of damage. Obtain a replacement from thoratec corporation, if needed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the patient was given a loaner mpu with no issues noted.

Manufacturer narrative:
B5 : narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had difficulty connecting the mobile power unit (mpu) to the black connection. The patient was given a new mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.